Manufacturer narrative:
Device evaluation: the product packaging was received, however the device and tray were not returned for analysis. Visual inspection of the returned product pouch revealed that there was hair inside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was found in the package. While unpacking an encore inflation unit, "some" hair was observed inside the package. There was no patient contact. The procedure was completed with another encore inflation unit. No complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was found in the package. While unpacking an encore inflation unit, "some" hair was observed inside the package. There was no patient contact. The procedure was completed with another encore inflation unit. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)